Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspected of a myocardial perforation. It was also reported that the rv lead had no capture at max output and the patient experienced hiccups during rv pacing. The rv lead will be surgically corrected. No further patient complications have been reported as a result of this event.